Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for three days to loosen the blood and contrast in the device. There was a longitudinal tear 2mm long from the distal end of the distal marker band and extending proximally. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 3.00mmx12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured. The procedure was continued using a non-bsc device. No patient complication was reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mmx12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured. The procedure was continued using a non-bsc device. No patient complication was reported.